Event description:
It was reported when the device was used during a laparoscopic gastrectomy procedure, it would not open. A new like device was used to complete the case. There was no pt consequence.